Event description:
The patient's neurostimulator (ins) had to be revised 4 times. She had the paddle leads implanted but had no relief. She had it taken out. No further follow-up was possible.

Manufacturer narrative:
(B) (4).